Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Corrosion was observed on the pcb (printed circuit board) assembly and the mechanism rails. Due to the corrosion observed, a leak test was completed. A leak was observed on the unexposed portion of the soft cannula. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. Without the pod data, it could not be determined if the pod generated an alarm, and the cause of the reported hazard alarm during pod operation could not be determined.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Corrosion was observed on the pcb assembly and the mechanism rails. Due to the corrosion observed, a leak test was completed. A leak was observed on the unexposed portion of the soft cannula. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. Without the pod data, it could not be determined if the pod generated an alarm, and the cause of the reported hazard alarm during pod operation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.g998usqsegxlb. Smartphone hardware: sm-g998u. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 1 and 4 hours on the abdomen. The pod reportedly emitted a hazard alarm while the patient slept. Treatment information was not provided.